Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (service code 205, av messaging data corrupt) has been confirmed.  As received, the monitor displayed a service code 205 and would not power on. Upon evaluation, the monitor exhibited a flash memory failure at bga component u102 on the c/a board. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. No adverse event resulted from the defective monitor.

Event description:
A us distributor resturned a patient received service code 205 (av messaging data corrupt).